Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels for a few minutes. The customer's blood glucose was 39 mg/dl, which was treated with soda and food. The customer stated that the drive support cap appeared normal. Upon inspection, the customer confirmed that she was using proper protocol and all programming was correct. The customer was advised to disconnect from the infusion set and remove the reservoir from the device to inspect the reservoir volume. The customer stated that the reservoir showed the same amount of insulin as was shown on the status screen. The customer did not observe any significant recent events leading to the issue. She was advised to consult with a doctor regarding low blood glucose, monitor the device, and call back if issues persisted. By the end of the call, the customer's blood glucose was 150 mg/dl.